Manufacturer narrative:
Age at time of event: probably (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2014-06986 & 2134265-2014-07353. It was reported insufficient roll-off occurred. The patient was undergoing a laparoscopic radiofrequency ablation (rfa) treatment procedure of their liver. A 3.5/15/15 leveen co-access needle was positioned. After 30 minutes of ablation, there was no evidence of any type of burn visible on the screen. The leveen co-access was removed and ablation was then performed with a 3.0/15/15 leveen¿ standard needle. The liver was ablated successfully. However, about halfway through the ablation, approximately 45 minutes in, a burn was noted at the needle access site. A 2x2x2 inch section of skin and adipose tissue was removed. No further patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the tines were fully retracted. A functional evaluation was performed by extending the array with no resistance noted. The tines were found to properly formed and evenly spaced. A second functional evaluation was performed by measuring the continuity and electrode was able to conduct current indicating proper connectivity at 0.65 ohms. Which met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported insufficient roll-off occurred. The patient was undergoing a laparoscopic radiofrequency ablation (rfa) treatment procedure of their liver. A 3.5/15/15 leveen co-access needle was positioned. After 30 minutes of ablation, there was no evidence of any type of burn visible on the screen. The leveen co-access was removed and ablation was then performed with a 3.0/15/15 leveen¿ standard needle. The liver was ablated successfully. However, about halfway through the ablation, approximately 45 minutes in, a burn was noted at the needle access site. A 2x2x2 inch section of skin and adipose tissue was removed. No further patient complications were reported and the patient¿s status is fine.